Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis inserted through a guideliner guide catheter. No issues were noted with the profile of the devices tip. The stent of the device was severely stretched and distorted across the proximal end of the stent. This type of damage is consistent with the stent meeting an obstruction during the withdrawal of the device. The distal end of the stent was undamaged and the stent od at this position was measured and was within specification. There were no issues noted with the profile of the balloon. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the profile of the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non bsc guide wire crossed the lesion, predilation was performed with a 2.0mm and a 2.25mm non bsc balloon catheters. Subsequently, a 32x2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. Using a non bsc guide extension catheter, the stent was advanced again, but was still unable to cross. The device was removed and upon inspection, it was noted that the stent was found to be slightly lifted. The procedure was completed with a different size promus premier¿ stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non bsc guide wire crossed the lesion, predilation was performed with a 2.0mm and a 2.25mm non bsc balloon catheters. Subsequently, a 32x2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. Using a non bsc guide extension catheter, the stent was advanced again, but was still unable to cross. The device was removed and upon inspection, it was noted that the stent was found to be slightly lifted. The procedure was completed with a different size promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).